Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: maintenance not carried out within designated time frame and user ignored "blower service required" and "preventive maintenance required" alarm correction: react to "blower service required" and "preventive maintenance required" alarm, yearly maintenance required alarm. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary:blower defective alarms alongs with not performed maintenance issue. .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: maintenance not carried out within designated time frame and user ignored "blower service required" and "preventive maintenance required" alarm correction: react to "blower service required" and "preventive maintenance required" alarm, yearly maintenance required alarm.

Event description:
The following was reported to hamilton medical ag: summary:blower defective alarms alongs with not performed maintenance issue.